Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, a guide wire was inserted into the tip of the proglide; however, the guide wire would advance only a few centimeters and heavy resistance was noted. The guide wire could not be advanced further. Another proglide was used and achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) subsequent to the initial medwatch report, it was found that this report was reported under MFR #3003775027-2014-00023; however, it should have been filed with the manufacturing report #2024168. Evaluation summary: the device was returned for analysis. There was no kink or damage observed to suggest that there was difficulty or resistance encountered while inserting the device into the artery. Analysis of the returned device could not confirm the reported failure to backload the device over the guide wire. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.